Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has volume issue. The customer's blood glucose was 75 mg/dl. The insulin pump was having volume issues, volume was loud on 1. It was stated that the auto mode status screen shows auto mode turned off. The customer was advised that the auto mode can automatically turn off due to an alarm. Alarms reported by customer was battery was out of insulin pump. The troubleshooting was performed and walked customer in getting into auto mode. The insulin pump will not be returned for analysis.